Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found clogged nozzle. Foreign material found clogged inside the nozzle. This condition found to be attributed due to insufficient cleaning (handling problems). Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to clogging of nozzle, air supply volume does not meet the standard value. The customers complaint "poor water supply" was confirmed. Furthermore, the following defects were identified during device inspection: due to a pinhole on channel tube (ch-tube) water tightness is lost. Distal end inspection failed, c cover found with a burn , this indicated that the high energy endotherapy accessories were used without ensuring the sufficient distance from the distal end. Adhesives around light guide (lg) lens has white-clouded area. Adhesives around objective lens has white-clouded area. Bending tube has a dent. Adhesive on a-rubber has a chip. Adhesive on a-rubber (bending section) has a crack. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to a cut on switch 1 button (sw1), water tightness is lost. On water detection sticker 1c, dots are smudged and connected. Scratch found in a-rubber (insertion section), connecting tube. Follow ups were made for additional information regarding the event reported, however, were unsuccessful as no response is received from the customer. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "poor water supply". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material clogged in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .